Manufacturer narrative:
Additional info. The lens was not returned for evaluation. The lot number of the device was not provided. Therefore, a device history records (DHR) review could not be performed. Despite multiple attempts, no further information was obtained. Based on available information, a root cause for the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that lens was removed and replaced with unspecified lens model, post cataract surgery on the left eye, due to dissatisfaction with vision. Vision is still not clear and allegedly a laser surgery is recommended by the physician. Additional information has been requested.